Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the trial patient¿s external neurostimulator (ens) had stopped working shortly after leaving the doctor¿s office. Specifically, the patient lost stimulation sensation and had a loss of therapeutic effect. It was noted that the green blinking light was on the ens. It was also reported that right after the trial was implanted when they used the bathroom and ¿I peed normal for the first time in I don¿t know how when¿ but then it stopped working later that evening. The patient went to the emergency room and was told there was nothing I could do. The patient was going to contact their managing doctor¿s office but ended up sleeping all day and did not know why. The patient stated that they had tried both sides and it was not working for either side. It was noted that the patient took the ens off but still had all of the electrodes taped to their back. Additional information from the healthcare provider stated the cause of the event was the patient pulled the wires out or they came out due to activity. It was noted the leads disconnected. The patient¿s status was reported as no injury.